Event description:
Patient reported they ordered aligners but have not started their treatment due to treatment of their current dental issues found by their dentist that includes needed root canal, several cavities, sensitive teeth, nerve pain and gum recession. After advice from their dentist it is not safe to use the aligners at this time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.